Manufacturer narrative:
(B)(4).information anticipated, but unavailable at this time.

Event description:
It was reported that during an lar procedure the anvil came off the device and the staples were unformed. Another device was used to complete the case. There was no adverse consequence to the patient.